Event description:
It was reported to vyaire medical that the avea ventilator was giving vent inop alarm during setup prior patient use. They checked the event logs and found bad ID header o2 inlet pressure was logged. Furthermore, there was no patient involvement reported with this event.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). Device evaluated by MFR the customer reported that they will not return the defective unit/part for evaluation. Therefore, no root cause could be determined. However, vyaire processed a warranty claim for the pcba, inlet supply pressure p/n 51000-40360a for this avea ventilator. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.